Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact on the customer¿s blood glucose level as it remained within the normal range. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.